Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, scoop communication error (e216) was displayed due to fluid ingression in the scope connector. It was further observed that moisture was inside of the plug body which, can result in intermittent connection issues. Upon further inspection, the light cover glasses were cracked. It was also observed that the adhesive of the glasses was uneven. It was observed that the light transmission had approximately 25% broken fibers. It was also observed that the adhesive on the distal end was lifting. It was observed that the colored ring of the air and water housing was worn. It was also observed that the switch was worn. It was observed that the light guide tube had delamination and minor marks. It was also observed that the plug body eto valve was loose. It was observed that the biopsy channel was leaking. Lastly, it was observed that the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred at reprocessing during pre-inspection prior to use. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device due to leakage from the biopsy channel while the user was handling the device which led to abnormality of electronic parts. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". The user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.". Olympus will continue to monitor field performance for this device.